Event description:
The MFR rec'd info alleging a ventilator circuit's exhalation valve would not open. There was no harm or injury reported. The pt circuit has been returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.